Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that following the implant procedure when the stimulation was use, the patient lost sensation on the legs. The physician examined the patient and decided to remove the whole devices. The physician initially suspected an epidural hematoma but following the removal of the devices, it was noted that there was no hematoma. The physician did not know what caused the patient's condition however did not believe that it was related to the procedure or the device. The patient had regained all sensation and ability to move after the explant and was doing well.